Manufacturer narrative:
Our field service engineer replaced the control printed circuit (pc) board and conducted a successful pre-use checks and safety test before the ventilator was returned to service. Evaluation of the received device logs confirmed the occurrence of the reported technical error codes and a stop of ventilation on the day of the event while on a patient. The technical error codes indicated a control pc board communication failure with the monitor pc board and an error in the internal memory. Simulated use test of ventilation confirmed the reported problem. The fault condition was however, not permanent and it was possible to start ventilation. Subsequent pre-use checks succeeded and continued testing of ventilation ran for several days without any problems encountered. The control pc board was subjected to mechanical pressure, cooling, and warming without generating any errors. Then the errors reappeared spontaneously again (once) indicating a hardware error. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error code. If the failure appears during s tart-up, a technical alarm will be generated and ventilation cannot be started. Our conclusion in this matter is that the returned control pc board hardware was faulty and was the cause for the reported failure, but the failing component has not been identified by this investigation.

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator stopped ventilating while it was connected to a patient after generating two technical error codes. One technical error code indicated a communication failure with printed circuit control board and the other an internal memory error. There was not patient harm. (B)(4).